Event description:
It was reported that the pump displayed alert 38 for a motor stall with consecutive stalled motor alerts; the user restarted the pump without resolution, completed a successful dry run with support, then performed a full supply change after observing wetness on the outside of the cartridge. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified and the event was characterized as a failure to infuse involving the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.